Event description:
It was reported that the patient experienced inappropriate ventricular fibrillation (vf) therapy. It was also stated the lead exhibited a suspected lead fracture with high impedance measurements. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (Lia) rv lead integrity alert warning for increased sic count and 2 or more high rate-ns episodes less than 220 ms on (B)(4) 2015. Rv pace impedance was 4047 ohms on (B)(4) 2014. Sic count went up to 924 in less than 2 days averaging around 538 sic in one day. Evidence of over sensing has been noted in ventricular tachycardia (vt)-non-sustained, high rate -ns and ventricular fibrillation (vf) episodes since (B)(4) 2014 to (B)(4) 2015.